Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra fine¿ pen needle the device was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "there is no insulin flow during priming and taking injection." Verbatim: consumer stated, every forth needle does not work. No insulin flow when priming and taking injection. Stated, he is new to injections and was never told the correct way on how to use.